Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The patient reported that upon removal of the sensor, there was no portion of the wire visible on the underside of the sensor pod. It was indicated that the patient had an ultrasound performed and the results of the ultrasound confirmed that the sensor wire was still inside the patient's body. The patient did not require operation and at the time of contact, the patient was feeling better. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.